Event description:
Instrument broke/broken. Tip broke off in patient. Doctor was able to retrieve tip.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 9 event(s) associated with this event type (malfunction) and product code (B)(4).